Event description:
Pharmacist reported, the infusion set luer connection is leaky. This occurred several times, and the most recent event was on (B)(6) 2011. Patient received medication via a syringe and received stationary treatment for chemotherapy. The infusion headset is used for 2-3 days and the infusion tube for 3 days. Normal blood glucose is 5.5 mmol/l (99 mg/dl). Infusion set was replaced and requested for evaluation. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.